Event description:
Within 6 months of getting mentor saline implants I had severe fatigue and neuropathy in my feet. The implants were in for ten years and my health declined year by year. Headaches, fatigue, neuropathy, muscle weakness, vision problems, severe brain fog. Eventually, I was bedridden and close to death. I had an explant and within a year I was healthy and went on with life. I was told they were perfectly safe and never told they needed to be changed out every ten years. I have many friends with the same issue and run a group of around 3,000 women ill from implants. In my opinion they should be taken off the market, but at the very least a black box warning should be put on them and surgeons should be required to tell women of the possible side effects. I almost lost my life! FDA safety report ID # (B)(4).